Event description:
It was reported the patient did not receive effective pain relief from her scs system. Subsequently, the patient underwent surgical intervention in (B)(6) 2009, where only the ipg was explanted. The leads remained implanted. The patient now desires to have the lead explanted. Please note: the exact date of the intervention is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.